Event description:
It was reported that charring or thrombus formation was present at the proximal end of the tip electrode. The generator settings used during the procedure were: 120 seconds, 50 watt, 30ml/min irrigation flow, drag and drop method. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The investigation of this complaint is still in progress. A supplemental report will be submitted upon completion of the investigation process.

Manufacturer narrative:
(B)(4). The complaint sample was received with the tip cut off and separated from the catheter. The tip portion presented a ring of char approximately 1.8mm wide around the tip. Tip section of the catheter was cut off at 103mm from the distal end of the tip dome, leaving a little bit of the coil and internal wires exposed. Shaft also has coil exposed. Tip dome has all 6 holes are open and free from occlusions. Due to the returned catheter condition, analysis cannot be performed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.